Event description:
It was reported the patient was being taken in to surgery to explant the entire system for an MRI. It was later reported the system was removed because it was not helping the patient with pain anymore and the patient wanted the device out. It was originally stated that it was being removed due to an MRI, but the patient¿s health care professional was not aware of that. The patient¿s stimulation was working, but the patient did not use it. It was later reported the implantable neurostimulator (ins) had been functioning properly, but the patient wanted the system removed.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0220113v, implanted: (B)(6) 2002. Product type: lead: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993. Product type: extension: product ID 3487a-33, lot# j0220113v, implanted: (B)(6) 2002. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).